Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer's blood glucose was 355 mg/dl at the time of hospitalization. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's blood glucose was 183 mg/dl at the time of call. The customer stated that he was given IV drip in the hospital. The customer stated that he was wearing the insulin pump at the time of hospitalization. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.